Event description:
It was reported that prior to the start of a da vinci-assisted simple prostatectomy surgical procedure, customer faced multiple errors with integrated electrosurgical unit (iesu). Customer already tried to power cycle multiple time the iesu but the error returned. Technical support engineer (tse) confirmed error c-33 in the logs. Tse informed that the error would affect the energy generation at any time without preventing. Tse asked if they have a forcetriad as no other system was present in-house, but customer stated that it will be busy. The customer arranged to move the patient initially planned on sk1190 to sk1183. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced parts to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and during power-on test and iesu cautery activation, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that.